Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue and a cracked battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/15/2015 with the following findings: review of the pump¿s black box revealed no rebooting events. The battery compartment was cracked. The returned battery cap threads were damaged; the cap was unable to secure properly to the pump and a power issue was experience. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Review of the pump¿s black box revealed one rebooting event.